Event description:
The physician who is in training, attempted arteriotomy closure with the closer tsl6 fr. Device. The procedure was completed without incident and good hemostasis was achieved. The pt was transferred to recovery. Upon ambulation, the pt developed pain in the lower leg and numbness. Examination of the leg revealed that the foot was cold and without pulses. A contralateral angiogram was performed and identified a complete occlusion of the superficial femoral artery with dissection of the "cfa", distal to the puncture site. The pt was taken to surgery where a flap of fatty tissue was found to have dissected and was blocking the superficial femoral artery. The perclose closure site looked normal and was not involved in the occlusion. Surgery was successful with flow restored to the leg and the pt recovered without further incident.